Event description:
This event occurred while replacing a battery in the glucose meter. While a charged battery was being placed into meter, the battery started to smoke and popped out of the meter. The battery then turned black and continued smoldering and smoking. Upon investigation, the battery was found to have burned a hole in the counter. There was no patient harm as a result, but the employee reported being bothered by the smoke from the burning battery. However, upon evaluation, no injury was identified. All batteries from this same manufacturer with the same date were removed and replaced. The manufacturer requested return of battery, meter, and docking station for analysis, and are currently pending investigation.